Event description:
End user alleges while operating the motorized wheelchair he drove off a curb. Allegedly, as a result of the incident the end user fractured his shoulder.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported driving the motorized wheelchair off a curb. The owner's manual warns, "never attempt to drive a power wheelchair off or up onto a curb, stairs higher than 1.5 inches, or an escalator".